Event description:
It was reported that a patient presented with hematuria two weeks after receiving a greenlight procedure. No additional information was provided.

Event description:
It was further reported that the patient most likely experienced "scabbing in the prostatic urethra. This tissue / debris was voided out approximately two weeks post op".